Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. Additionally, it was noted that this patient received an inappropriate shock due to atrial fibrillation with rapid ventricular response. The plan is continuing to be monitored. At this time, the product remains in service and no additional adverse patient effects were reported.